Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the instrument broke and component disengaged into cavity and was retrieved. One of the clevis pieces were disengaged and not received. The knob to expand the blades functioned properly; the blades could be expanded fully. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4).

Event description:
According to the reporter, during a nephrectomy, the tip of the device was damaged and broken pieces fell into the patient cavity. All pieces were retrieved. Another device was opened, however there was a crack on this device. The crack was reinforced with a tape and the device was used to complete the procedure. The UDI number is not available. The event occurred in use for patient. The surgical time was extended by less than 30 min. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. The part fell into the patient's cavity and was retrieved. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. Male patient the patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4).